Event description:
It was reported, the patient¿s entire neurostimulation system was removed. It was noted, the implant was no longer effective. It was reported, the implant was interfering with testing.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-28, lot# v122741, implanted: 2008 (B)(6); product type lead. (B)(4).